Event description:
Needle broke at hub while inserted in a heparin lock connected to a femoral venious access line. Unknown how the needle broke. It was discovered broken when patient was walking down the hall when bleeding was observed and discovered the broken needle. Patient unable to explain or determine activity causing or contributing to breaking of the needle and seperation of the intravenous linedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, unanticipated. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.